Event description:
It was reported that the following day after implantation of a right ventricle leadless pacemaker (rvlp) that upon interrogation there was no capture noted. On (B)(6) 2026, x-ray was performed and revealed that the rvlp had dislodged and migrated to the inferior vena cava. The physician elected to retrieve and explant the rvlp with no replacement. There was presence of tissue on the helix of the rvlp; the physician suspects that the patient's myocardial tissue may have been fragile. There were no patient consequences.